Event description:
Pt stated the adapters dent work and the hizentra pfs shot out of the pump. No further information provided unknown if device on hand for possible return. Reported to (B)(6) by: patient/caregiver.